Manufacturer narrative:
The reported ineffective therapy could not be confirmed. The lead was returned cut in 2 pieces and missing the terminal electrode. The damage observed is consistent with explant damage. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Further information requested but not received.

Event description:
Related manufacturer reference number: 1627487-2019-13970, related manufacturer reference number: 1627487-2019-13972. It was reported that the patient was experiencing ineffective therapy. As a result, the physician replaced the patient's leads and explanted the patient's extension on (B)(6) 2019. Therapy was restored following the procedure.